Event description:
It was reported that the camera head image had spots on the screen and that the camera cable is showing signs of fiberoptic breakage. The issue occurred during a therapeutic laparoscopic tubal ligation procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head image had spots on the screen and that the camera cable is showing signs of fiberoptic breakage. The issue occurred during a therapeutic laparoscopic tubal ligation procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no issues. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: camera failed leak test due to cut on cable. A definitive root cause could not be identified. Based on the investigation, the most probable cause of the complaint is traced to component failure. Olympus will continue to monitor field performance for this device.